Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported that after intraocular lens (iol) implant surgery, the iol rotated in the patient's eye and there was an unexpected postoperative refraction. There were no reported effects to the patient's activities daily living. In a follow up, a surgeon's representative reported that the patient decided not to have the iol rotated.